Event description:
The consumer reported to the inteliswab consumer support call center on 3/1/2023: the consumer stated when they first tested with their inteliswab test kit they tested negative. The consumer was still feeling ill a couple days later and went to the hospital and received a positive test result.

Event description:
The consumer reported to the inteliswab consumer support call center on 3/1/2023: the consumer stated when they first tested with their inteliswab test kit they tested negative. The consumer was still feeling ill a couple days later and went to the hospital and received a positive test result.

Manufacturer narrative:
The consumer notified the call center that they tested negative with inteliswab, and then tested positive for covid a few days later at a hospital. It is unclear how many days the consumer waited to go to the hospital for another covid test. The consumer did not provide a lot number or other product information. No additional follow up is to be expected with this complaint and the incident will be closed internally.